Event description:
I used bausch & lomb's renu lens solution for several months until problems occurred in march 2005 (about 3/15/05). Eye doctor diagnosed me with having a corneal ulcer & secondary uveitis caused from fungal infection. Permanent scarring in left eye, hypersensitivity to light & headaches still remain after problem was treated with medicine.